Manufacturer narrative:
Device identifiers were requested, but not available so review of the manufacturing records was not possible. The explanted hydrus microstent (implant) was returned to the manufacturer for evaluation and subjected to visual inspection and dimensional analysis. The implant met all dimensional and visual specifications. The original delivery system was discarded at the time of implantation and was not available for analysis; however, the hydrus delivery system used for explanting the hydrus implant was returned and evaluated. Visual, dimensional, and functional tests were performed; all specifications were met, and the device functioned as intended. Based on the information reviewed, there is no evidence to indicate the presence of a potential quality issue with respect to manufacturing, design, or labeling. Manufacturer reference #: (B)(4).

Manufacturer narrative:
The hydrus microstent was returned to the manufacturer for evaluation; the device investigation findings will be provided in a supplemental report. Device identifiers have been requested. Persistent iritis, microstent-iris touch, microstent malposition, dislodgement, or movement, and microstent explantation are listed in the device labeling as potential adverse events. Manufacturer reference #: (B)(4).

Event description:
A hydrus microstent was explanted from a female patient (right eye) on (B)(6) 2019. The surgeon reported the patient had been experiencing recurrent iritis. Upon slit-lamp examination, both the distal and proximal ends of the microstent were protruding out of the trabecular meshwork and making contact with the iris. The microstent had been implanted for approximately 3 months. According to the company representative who was present during surgery, the device was well positioned in the transition zone at the time of implantation and did not appear to be positioned posteriorly. Postoperatively, the patient presented with chronic iritis. During the explant procedure, there was some difficulty removing the device, possibly caused by fibrosis. The microstent was manipulated with forceps and a new hydrus delivery system was used to remove the device. On december 28, 2019, the surgeon provided the following additional information to ivantis. The (B)(6) old patient underwent uneventful cataract surgery with concurrent hydrus implantation on (B)(6) 2019. There were no intraoperative complications. Preoperatively, the patient's iop was 14 mmhg (on one iop-lowering topical medication) with 20/40 bcva; visual field testing showed generalized depression and oct demonstrated superior and inferior thinning. At the postoperative examination on (B)(6) 2019, the patient's iop was 18 mmhg (on 2 iop-lowering topical medications) with 20/30 ucva. The hydrus microstent was explanted due to chronic iritis. One day post-explant ((B)(6) 2019), the patient's iop was 17 mmhg (on the same 2 iop-lowering medications) with 20/40 ucva. The patient's prognosis is good, no cell noted and iop is controlled on medications.